Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff did not hold air immediately after intubation. The patient did not suffer any harm, only discomfort from going through second intubation.